Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: the event was reported as related to procedure and causal relationship to the lead. Lead impedance was out of range, with high impedance, defect of electrodes/leads. During implantation lead impedance of first set of electrodes was out of range. Defective electrodes were replaced by another set. Ae0 outcome: recovered/resolved (B)(6) 2021. Relevant patient medical history was listed as anorectal dyssynergy hepatomegaly status after adhesiolysis of liver and partial liver resection. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt: 4582. Device: 1291, 2588. Ref: mw5187643.